Event description:
It was reported that during the implant procedure, when the device was connected to the right ventricular [rv] lead, ventricular pacing "was not started." The av-delay and lower rate were changed, but the device still did not pace. The device was removed and a different device was implanted. No patient complication has been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.